Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported difficulty to advance and balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, moderately tortuous, mid left anterior descending coronary artery. A 3.75x8mm nc trek balloon balloon dilatation catheter (bdc) faced resistance with the anatomy during advancement, and the balloon ruptured during the first inflation at 12 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.